Manufacturer narrative:
Product was received by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
This event is reported as: since the trigger could not be depressed smoothly, it was depressed with force. As a result, the stapler broke. Another visistat stapler was used to continue the procedure. Defect was discovered during an unk procedure. No pt injury reported.